Event description:
Customer received a blood glucose result of 220mg/dl, the customer passed out. Paramedics were called and they received a result of 32mg/dl. The customer was given oral glucose paste and orange juice by paramedics. A request was made for the return of the suspect device and replacement product was sent.